Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device staples would not fire. Another device was used to complete the case. There was no adverse consequence to the pt.